Event description:
It was reported when using the bd pyxis medstation es system remote manger lock did not responding on the refrigerator, preventing user from removing the required medication and causing patient care delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager lock did not respond due to latch failure. A field service engineer went to replace latch to resolve the issue. Unfortunately, did not have the correct keys and requested customer to open new ticket once the keys obtained. The system functioned as intended.